Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave 31 mm - us was selected for use. Treated patient with pw ablation. Upon pulling back to right side, anesthesiologist informed dr that blood pressure was low. After evaluating with ice, confirmed a pericardial effusion was present. Pericardial drain placed. The patient is expected to fully recover from the event. The device is expected to return.

Manufacturer narrative:
The returned farawave was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The known inherent risk of device cause code was selected based on the information provided within the event description. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter.

Event description:
It was reported that a patient experienced pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave 31 mm - us was selected for use. Treated patient with pw ablation. Upon pulling back to rt side, anesthesiologist informed dr that blood pressure was low. After evaluating with ice, confirmed a pericardial effusion was present. Pericardial drain placed. The patient is expected to fully recover from the event. The device is expected to return. New information was received: the procedure involved pulmonary vein isolation (pvi), posterior wall (pw) ablation, and follow-up on a previously ablated cavotricuspid isthmus (cti) line. The pvi and pw ablations were completed without any noticeable changes in the patient's condition. The drop in blood pressure was observed after removing the sheath and catheter from the left atrium to evaluate the cti line. A cardiothoracic surgeon was consulted, and it was determined that a pericardial window was necessary. The patient underwent the intervention successfully and was discharged a few days later. Devices used during the procedure included a bsc rosen guidewire, a sheath, and cs and mapping catheters from carto, in addition to the farawave catheter. According to the cardiologist, nothing unusual was observed prior to the drop in blood pressure.